Event description:
The patient reported inaccurately low blood glucose readings with lot 1m504b. The patient opened the first bottle from the box yesterday and, with the first test strip out of the bottle, obtained a blood glucose reading of 12mg/dl (her typical blood glucose readings are in the 200 mg/dl range). She had no hypoglycemic symptoms. With the co's rep, the patient obtained a blood glucose test result of 57 mg/dl. Again, she had no hypoglycemia symptoms. The patient does not have a check strip or normal control solution. The desiccant is in the first bottle from the box. The patient has not opened the second bottle from the same box. The patient's meter is set to the appropriate code. The patient stores the test strips in her bedroom.